Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with a painful knee 4 years post primary tkr. Exploratory surgery revealed what appeared to be massive metallosis type symptoms. The knee tissue was heavy discolored - black. All implants removed and synovial resected.